Manufacturer narrative:
Upon receipt, the device was interrogated and the reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to memory corruption. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. A longevity calculation was performed based upon programmed settings and usage data. The longevity calculations showed the battery depletion was normal. The cause of the memory corruption was inconclusive.

Event description:
Additional information received indicated that the device was able to be interrogated as opposed to unable to be interrogated as previously reported.

Event description:
It was reported that following a vibrational alert, the device was unable to be interrogated. A device image was obtained from the device memory, where the device was found to be in backup vvi (bvvi) mode. Additionally, the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016. The physician elected to explant and replace the device prophylactically, instead of restoring the device, to resolve the event. Abbott technical support was contacted, and no abnormalities were noted regarding the battery performance of the device. The patient was in stable condition.